Event description:
It was reported that a spectrum pump alarmed upstream occlusion during therapy. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of upstream occlusion alarm through the history log, but could not reproduce it during evaluation. Evaluation found the upstream sensor readings to be below specification, which can make the pump more sensitive to upstream occlusion alarms. The failed upstream sensor was replaced.